Event description:
Upon completion of the procedure, as the catheter was being removed, it was noted that the gasket of this device had dislodged, causing poor hemostasis. The device was removed and hemostasis was restored. The patient is reported as fine and the device being returned for co's analysis.